Event description:
When removing the monopolar scissor from the robotic port, it was noted that the (disposable) cover tip was missing. Upon looking it was still in the trocar and torn. It was then removed and a new one was placed on the scissors. No harm to pt. FDA safety report ID# (B)(4).